Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was staged but the medication list was not populated and the station was not transferred during resynchronization. A technical support specialist updated the stations computer name, the corresponding name in remote support service (rss), and the location in salesforce. Pushed the count inventory and load messages to ensure proper synchronization. The customer reviewed the changes and confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was staged however, the medication list did not populate, and the device did not transfer properly during the resync process. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.